Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 patient was at surgery hospital and has been admitted. It was unclear what type of surgery was done earlier. The patient was currently unresponsive. Healthcare professional (hcp) was unable to obtain any therapy information from the patient or patient's mother. It was unknown if there was a recent refill or change to patient's pump. Patient was experiencing bradypnea and the respiratory rate (rr) was 10 to 11 breaths per minute. It was noted patient will not open eyes or talk. They do not know what is going on with the patient and what the pump was delivering. It was noted that the hcp was to follow up with patient's managing hcp. Hcp was provided with managing hcp phone number. It was noted that patient had versed and propofal earlier, but no pain medicine. It was noted that no narcan had been given at this point. It was reviewed stopping pump via programmer or emptying reservoir. It was noted hcp will not do that and it was explained a pacemaker magnet can be used and may stop the pump. It was reviewed alarm should occur. It was noted the patient was admitted to surgery hospital without any information and patient is still out of it.